Event description:
Over-infusion. Incident occurred on (B)(6) 2011 at approximately 2:00 pm. The pt was in the ER receiving a continuous therapy of antibiotics (zetamine and levaquin). The pump was set to infuse at a rate of 100ml/hr with a volume to be delivered of 150ml in piggyback mode. After 30 minutes, the bag was empty. The pump indicated that it had infused 104.4 ml. The nurse turned off the pump and it was taken out of service. There was no pt injury reported.

Manufacturer narrative:
Device eval results: the pump¿s operation log was downloaded and reviewed. On (B)(6) 2011, at 2:15 pm, a piggyback infusion was started with a rate of 150ml/hr and a volume to be delivered of 100ml. At 2:55 pm, the pump correctly changed to primary mode after delivering 100ml. At 3:06 pm, the pump was placed on hold. At 3:07 pm, another piggyback infusion was started, with a rate of 100ml/hr and a volume to be delivered of 150ml. At 3:34 pm, the pump was placed on hold again. The total volume delivered was 45.6ml. The remaining volume to be delivered was 104.4ml. Based on the review of the log, the pump performed as programmed by the user. B. Braun completed an eval of this pump per the procedure for complaint returns. In an effort to duplicate the user¿s settings, the volumetric accuracy was tested three times at a rate of 100ml/hr and a volume of 45.6ml in piggyback mode. The pump met specifications with results of 46.1ml, 46.0ml and 46.3ml. As part of the routine complaint testing requirements, the returned pump was tested for volumetric accuracy five times with 5ml volume to be delivered (specs: 4.75 ¿ 5.25 ml). Three tests at 999 ml/hr had passing results of 4.96ml, 4.9ml and 5.04ml, and two tests at 38ml/hr had passing results of 5.03ml and 4.94 ml. The pump met all complaint testing requirements, and the over-infusion could not be reproduced. The facility reported that there was no pt injury associated with this complaint.